Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was 'high' via continuous glucose monitor with high ketones. Bg was corrected via a manual injection, bolus via pump and drank water. The customer continued to use the pump for insulin therapy.